Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were returned for analysis.

Manufacturer narrative:
Correction to the initial MDR in blocks b5 and h10. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), and batch: 18343047. Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, and batch: 17810656. Sc-1132 (B)(6) and sc-4316 lot number: 17810656. The returned ipg and clik anchor were analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The devices revealed normal device characteristics. Hence, the probable cause selected for this complaint is no problem detected. Sc-2218-50 (B)(6). The returned leads were analyzed, and it were cleanly cut into two pieces. No anomalies were identified on the lead aside from the clean-cut. With all the available information, boston scientific concludes that the patients leads were damaged and cut, and the patient was experiencing inadequate stimulation. The leads were cleanly cut into two pieces. No anomalies were identified on the lead aside from the clean-cut. The clean-cut damage to the lead is a result of a typical explant procedure, and it is not considered a failure. Hence, the probable cause selected for this complaint is no problem detected.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patients ipg was explanted and the patient was doing well postoperatively. The explanted ipg will be returned.